Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/20/2016 phone call, 05/23/2016 phone call, 05/24/2016 phone call. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced and the unit was returned to use.

Event description:
The hospital reported that, during a case, the clinician switched from manual mode to mechanical mode, and the ventilator would not start. The clinician reportedly toggled the bag/vent switch and the ventilator started functioning. The case was completed with no further reported complaint. There was no reported patient injury.